Manufacturer narrative:
Initial reporter phone number: an additional phone # was provided as (B)(6). Investigation summary: in response to the event reported by the facility a device history review was conducted for lot number 0267284. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on your description of the event, our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima-ii is an infusion only device and is not rated for high pressure injections. Bd encourages the review of the instructions for use included with all intima-ii units; bd will continue to track and trend for this issue. Investigation conclusion: the complaint gauge is 22g,assembly at auto line 3 in oct. 2020,lot quantity is 136k. Reviewed the in process test and outgoing test report for this lot product, all test results meet the product specifications, no abnormal for it. Reviewed the production record and machine troubleshooting records for this lot product, no abnormality, deviation or rework activities found. No same compliant was received from the complaint lot. No abnormality found on process, this number is pvc- y type of product and cannot be used for high pressure.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced leakage. The following information was provided by the initial reporter: on the afternoon of (B)(6) 2021, the patient came to the hospital for four days due to abdominal pain and diarrhea for enhanced CT scan. The enhanced CT scan requires nurses to inject iohexol injection with a closed intravenous indwelling needle. Halfway through the injection, the tubing of the closed venous indwelling needle broken, causing blood and liquid medicine to leak out of the tube. The operation was stopped immediately, explaining the work to the patient, arranging the patient for a second examination, and the need to re-inject again.